Event description:
The pt underwent implantation of a synchromed pump and catheter in 1998 for intrathecal infusion of morphine for non-malignant pain. The hcp explanted the pump in 2001 and returned it to the manufacturer for analysis due to "stopped pump". No further details on pt symptoms, treatment, device troubleshooting, or outcome are available. The pt underwent implantation of another synchromed pump in 2001. A follow up report will be submitted when additional information obtained.